Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s).the sample was repeated on the same instrument, resulting higher. The patient was redrawn and the new sample was tested on an alternate instrument, and the result matched that of the repeat. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Precision testing was run on controls and patient samples, all resulting within range. The cause of the discordant, falsely low ca result is unknown, as the sample resulted as expected upon testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.